Manufacturer narrative:
(B) (4). (B) (6). (B) (4). It was reported that the patient experienced stroke nine days after the procedure. In this case, there was no reported product deficiency. The reported patient adverse effect is a known potential adverse effect as listed in instructions for use. Although a conclusive cause for reported patient adverse effect and relationship to the device, if any, cannot be determined, there is no indication of product quality deficiency with respect to manufacture, design or labeling.

Event description:
Reporting status: serious injury - permanent damage. Reporting rationale: the patient suffered a stroke. Device issue: no device malfunction has been reported. It was reported via a trial that on (B) (6) 2010, nine days after a right internal carotid artery stenting procedure, the patient was rehospitalized with acute respiratory failure, hallucinations, anemia and hyperkalemia. The patient had no neurological deficiencies; however, MRI and CT of the head showed a left posterior frontal infarct. On (B) (6) 2010, all symptoms resolved. There was no additional information provided. The date of the index procedure was (B) (6) 2009 and the patient was discharged to home on (B) (6) 2009. No additional event or patent information is available.